Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment that the output connector assembly was broken. Analysis also noted that an error occurred seven times, the main printed circuit board (pcb) was out of electrical specification, the main pcb was contaminated, upper case was broken, keypad flex was contaminated, encoder assembly and three knobs were contaminated, display wires were pinched (wire insulation not compromised). All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector port at the top of the external pulse generator (epg) was broken and would not lock the wire in place. The epg was returned for service. There was no patient involvement.